Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 10/21/16. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and visual inspection of the device shows that the condition of the returned product is consistent to an explanted product. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zct225 (25.0 diopter) was explanted from the left eye (os) of a female patient. It was noted that patient was switched to standard lens. The replacement lens was a model zcb00 24.5 diopter. No further information was provided.